Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed flow rate test. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information b5: the customer responded to due diligence indicating that this occurred during preventive maintenance testing at 40ml rate for a volume to be infused of 20ml. The pump over infused about the 5% tolerance. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the customer reported issue of ¿failed flow rate¿ was not reproduced. The device was tested for flow rate accuracy and delivered within specification. The event history log was reviewed for the most recent days of customer use, as no event date was provided. The review showed no keystrokes, programming activity, or use related events that indicated or contributed to the reported issue. A service history review revealed no indication that any parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.